Manufacturer narrative:
D10: 01-030-01-0654 - alt cup clstr g6 sz 54: (B)(6); 01-030-42-0636 - alt xle lnr extcov g6 36: (B)(6); 170-36-93 - biolox delta femoral head 36mm od, -3.5mm: (B)(6); 180-65-30 - alteon 6.5mm screw, 30mm: (B)(6); 190-30-07 - alt ha s clr std sz 7: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. Subsequently, it was reported that the patient experienced infection. As a result, the patient underwent explantation of their devices and implantation of an antibiotic spacer approximately 3 years and 8 months after initial implantation. No further patient impact reported. No further information available.